Event description:
Boston scientific received information that, during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) displayed undersensing. After the pocket was sewn up, the physician performed defibrillation testing. The device was set at 1.0 millivolts sensing and it undersensed very fine ventricular fibrillation (vf). The sensitivity was lowered to 0.3 millivolts and the device recognized and shocked appropriately on its own. It was noted that the patient was intubated and in intensive care unit. The field representative is attempting to obtain more information, but did indicate that therapy was withheld due to the undersensing for a few minutes. The device was re-programmed as it was determined that the device functioned as designed and this was a programming issue.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.